Event description:
It was reported that the atrial lead showed undersensing due to a dislodgement one day post implant. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood/in on helix mechanism (sleeve head) and blood in/on helix mechanism.